Event description:
Event reported as: the staples do not keep the wound closed as tight as before. No patient injury or intervention reported.

Manufacturer narrative:
The device sample is not available for evaluation. The investigation results are not available at the time of this report.